Event description:
A pre-induction arterial line was placed, and the patient was induced and intubated. A post induction central venous 10cm 9fr introducer was placed in the right internal jugular vein under ultrasound guidance with triple lumen catheter placed in via the introducer. The patient then underwent saphenous vein harvest of left and right leg with aortic valve replacement and root enlargement. On cardiopulmonary bypass patient with bleeding into right leg requiring transfusion and subsequent post cpb [cardiopulmonary bypass] coagulopathy requiring 4 ffp [fresh frozen plasma], 2 cryo, 1 platelet. Patient taken to ICU [intensive care unit] with ongoing volume resuscitation stable on norepinephrine and epinephrine infusion. In ICU patient with x-ray demonstrating hemothorax requiring additional chest placement. Patient was ultimately booked for chest re-exploration. Upon my arrival to the ICU as the cardiac anesthesiologist to assess the patient and prepare her for transport. The ICU nurses noted that the side port of the 9 french introducer which is used for volume resuscitation is no longer functional. Upon examination it was noted that the bonded stopcock was attempted to be removed and had broken off into the side port and was no longer able to be used. Patient was taken to the or emergently with volume and rbc [red blood cells] administration via triple lumen. During chest exploration an additional central line was placed in right femoral. In the interim I was unable to keep up with ongoing volume and rbc needs and the patients end tidal co2 [carbon dioxide] started to decline. Upon placement of femoral cvc [central venous catheter] 14 fr dual lumen cvc we switched volume and red blood cell administration to the large ports and the patient was able to be appropriately resuscitated. The source of her bleeding was found and repaired. She was taken to the ICU without further incident.